Event description:
It was reported that during a webinar on (B)(6) 2022, hosted by the seattle science foundation, there was a comment made by a surgeon who stated they had seen a case of osteolysis in a simplify patient. Despite attempts made, no further details could be obtained.

Manufacturer narrative:
There was no product returned and there was no product problem identified. There was no indication of plans to remove or revise, and no other reported symptoms, treatments, or actions having been taken in relation to the reported event. A definitive cause of the reported osteolysis cannot be determined. Label review: "...simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications..." "...patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema..." "...risks specific to cervical artificial discs, including the simplify cervical artificial disc, are but may not be limited to: osteolysis, bone loss, or bone resorption..."